Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was reading inaccurately compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue occurred at 12:30pm on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿4.7mmol/l¿ with the subject meter and ¿3.5mmol/l¿ on a onetouch ultra2 meter within 30 minutes. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise and it is not known if the patient had made any changes to this normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿right before¿ the alleged issue occurred they experienced the symptoms of ¿numbness in arms¿ and their ¿speech was incoherent¿. Despite experiencing these symptoms the patient denied requiring any form of treatment. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient was using an approved sample site when testing. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.